Manufacturer narrative:
The lot number of the device used is unknown, consequently, the MFR date of the device is unknown. The device will not be returned as it was reported being disposed of by the facility; therefore, a failure analysis will not be available.

Event description:
It was reported that during placement of an obtryx mid-urethral sling, age and weigh of pt is unknown, the physician "hit" the urethra with the trocar. A urologist was called into the procedure, placed a suture to repair the ureter, and the sling procedure was aborted. The pt was reported as fine following the repair. It was also reported that there is no alleged deficiency with this device and the product did not fail.